Manufacturer narrative:
MFR's report date: 01/26/2011. (B)(4). Product was evaluated and the customer's report of the 2 kinks in the pumping segment restricting fluid flow was confirmed. Two fused sections in the silicone tubing, approx 1 1/2 inches apart, were identified and when properly loaded into the pump module, aligned with the upper and lower occluder fingers. Functional testing verified fluid would not flow through the set. The fused sections were massaged until the tubing was opened, fluid flow to gravity was observed. The root cause of the kinks in tubing was most likely due to the set being loaded into the pump while turned off for an extended period of time. Event occurred the week of (B)(6) 2010. Based upon the smartsite valve laser number, the manufacture and exp dates were identified.

Event description:
Customer reported dopamine did not infuse as intended. An ICU pt was receiving dopamine that was being titrated off and on through an IV set that had been in use at least 3 days. On the third day of dopamine therapy, the user noted the pump indicated it was infusing but the pt's blood pressure was not responding to the dopamine. The user changed the tubing, bag of dopamine and pump module and restarted the infusion without incident. No pt harm reported. Biomed evaluated the pump module and no issues were identified. The administration set was evaluated by biomed and 2 kinks were noted in the pumping segment. The set was placed in a different pump module and the device indicated it was infusing even though no fluid was flowing out the end of the set. The customer attempted to prime the set to gravity and fluid would not flow through the set. No add'l event info provided.